Event description:
Procedure type: laparoscopic assisted distal gastrectomy. According to the reporter: the surgeon used the dlu in a gastro-jejunostomy. However, after using the dlu there was a leak and there was a re-operation.

Manufacturer narrative:
(B)(4).